Event description:
Customer alleged the knee cylinder was leaking fluid onto the pacm (power assist control module).

Manufacturer narrative:
The hill-rom technician replaced the knee cylinder to resolve the fluid leak.